Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-arm broke. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. A mechanical evaluation was conducted. The blue toggle switch maneuvered and the c-ring was observed to be intact. The c-ring was able to be retracted and extended. The insufflation tube was observed to be disconnected from the cannula handle. There were no other visual defects observed. Based on the return condition of the device, the reported failure "break, c-ring cut" was not confirmed, but was confirmed for the analyzed failure "detachment of device or component." The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-arm broke. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.